Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, at the end of the closure procedure, during knot advancement, the suture trimmer was being used; the physician pulled the blue rail suture limb but the knot did not advance. The physician stated that it looked like the knot was not present. The physician cut the suture ends out of the skin and hemostasis was achieved by manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained; failure to follow steps. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.